Manufacturer narrative:
Device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter displayed a battery indicator. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The mss was advised the patient tests her blood glucose once a day. The patient manages her diabetes with metformin pills (1000 mg), glipizide pills (5 mg) and 70/30 insulin (15 units in the morning/ 30 units at bedtime). The alleged issue began in (B)(6) 2011. The patient continued to take her usual dose of medications. In (B)(6) 2011, the patient stated she went to urgent care to obtain more diabetes medication because she had run out. At the time of the visit, the patient stated she was not experiencing any symptoms. The patient obtained a blood glucose result of "330 mg/dl" with the clinic meter. The patient was given a prescription for more diabetes medications and confirmed no other treatment was provided. On (B)(6) 2011 between 3am-4am, the patient claimed she woke up with symptoms of anxious and was sweating profusely. The patient ate an apple as treatment and felt better after. At the time of troubleshooting, the cca noted there was no misuse of the subject meter; however, the batteries needed to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.